Event description:
The procedure was a therapeutic procedure laparoscopic surgery. There was no delay, and the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the r-unit was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the r-unit was broken and therefore the image was green. The most probable cause of the issue of the green image is traced to component failure. The probable cause of the issue of the fiber bonding in the outer tube area (distal end) was damaged is unknown. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope picture was green. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.